Event description:
A customer contacted haemonetics on (B)(6) 2009 to report their orthopat machine had no power. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report their orthopat machine had no power. No operator or donor injury was reported. Eval of the unit verified the reported problem. A blood spill was also revealed. As a result, various components were replaced including the power supply. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's svc records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).